Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 339 mg/dl. During troubleshooting, the customer stated that the insulin pump had a failed battery test in the alarm history. The device was not replaced or returned for analysis.